Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 660i synchron access clinical system cap piercer blade wash cup did not drain and fluid leaked onto sample racks. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protected eyewear. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined the cap piercer drain tube was obstructed; the fse flushed the cap piercer tube to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).